Event description:
Related manufacturer reference number: 2017865-2023-45143. It was reported that the patient presented to the clinic for follow-up. An elevated pacing impedance and no capture were noted on the left ventricular (lv) lead. The decision was made to turn off the lv lead. The patient was symptomatic with threshold testing. Unknown what symptoms the patient was experiencing. It was also noted that the right ventricular (rv) lead exhibited over-sensing of noise. The patient was experiencing episodes of near syncope, dizziness, and lightheaded over the last few months. Programming changes were made to address the over-sensing of noise. The patient was in stable condition during interrogation and will continue to be monitored.